Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 29 january 2020 therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for needle hub separates for the reported lot number. A review of the manufacturing records was performed and one non-conformance was raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion needle hub separated into the shield. This was discovered during use. The following information was provided by the initial reporter: material no. 328520 batch no. 9154587. It was reported that needle hub separated into shield. Verbatim: relion consumer reported, when she removed the shield, the needle and hub separated and is now stuck in shield.

Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) 0.5ml insulin syringe from an opened polybag from lot 9154587. Consumer reported, when she removed the shield, the needle and hub separated and is now stuck in shield. The returned syringe was examined and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch # 9154587 all inspections were performed per the applicable operations qc specifications. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There was no hub inside of the shield. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: notification 200829264 was created for out of spec shield pulls at jt assembly machine. There was debris in the pockets of the main dial. Corrective action: the debris was cleaned out of the main dial. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion needle hub separated into the shield. This was discovered during use. The following information was provided by the initial reporter: material no. 328520 batch no. 9154587. It was reported that needle hub separated into shield. Verbatim: relion consumer reported, when she removed the shield, the needle and hub separated and is now stuck in shield.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion needle hub separated into the shield. This was discovered during use. The following information was provided by the initial reporter: material no. 328520 batch no. 9154587. It was reported that needle hub separated into shield. Verbatim: relion consumer reported, when she removed the shield, the needle and hub separated and is now stuck in shield.